Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). Investigation summary: one sample was returned to hanscent, lot number is 20180507. Hanscent noticed black foreign matter fiber inside the chamber of the returned sample. The chamber was cut open, the foreign matter was taken out of the chamber. Hanscent concluded the foreign matter is human white hair. Retention sample checking: hanscent inspected 6 pcs from lot 20180507, no foreign matter was observed. Device history record review: hanscent reviewed the manufacturing record of lot 20180507, no abnormality was observed. Process analysis: after molding, the chambers and spikes are stored in boxes with plastic film covered to avoid any fm from falling in; in the chamber assembly process, there are suctions mechanism and at the spike assembly, there is blowing device to prevent fm; in (B)(6) 2018, mfds had conducted an audit on hanscent, no fm related non conformance findings was captured; the fm hair most likely came from the worker, it is assumed hair fell down from the worker, and adhered on the shoes when he/she undergo gowning, and the hair fm entered into cleanroom with the worker. In the assembly workshop, there¿s air vibration due to many assembly machines running concurrently, so the hair most likely floated up and fell into the chamber which was not covered by plastic film during inspection. Investigation conclusion: 1 sample was returned to hanscent, lot number being 20180507. From investigation, hanscent concluded the fm to be human hair. The fm hair most likely came from the worker, it is assumed hair fell down from the worker, and adhered on the shoes when he/she undergo gowning, and the hair fm entered into cleanroom with the worker. In the assembly workshop, there¿s air vibration due to many assembly machines running concurrently, so the hair most likely floated up and fell into the chamber which was not covered by plastic film during inspection. Root cause description: from investigation, hanscent concluded the fm to be human hair. The fm hair most likely came from the worker, it is assumed hair fell down from the worker, and adhered on the shoes when he/she undergo gowning, and the hair fm entered into cleanroom with the worker. In the assembly workshop, there¿s air vibration due to many assembly machines running concurrently, so the hair most likely floated up and fell into the chamber which was not covered by plastic film during inspection.

Event description:
It was reported that a bd¿ IV administration set cfn120 bp hs had a foreign substance that appeared to be a hair in the chamber. There was no report of exposure, serious injury, or medical intervention.